Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the inner part with the screw of the sterile-tube became stuck in the outer part. The event occurred pre-op. There are no consequences to the patient, the patient was under anesthesia. This report involves one (1) 3.5mm ti locking scr slf-tpng with stardrive recess 36mm. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot DHR for sterile product: part: 412.115ts, lot: 6l35520, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 28. Oct. 2019, expiry date: 01. Oct. 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Unsterile product: part: 412.115, lot: 6l11724, manufacturing site: grenchen, release to warehouse date: 11 sep 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: the device was forwarded to the packaging development engineer for further investigation. The final conclusion has shown that the affected lots and failure modes occurred are covered by the field safety notification, hence not further steps are required. Investigation selection investigation site: cq zuchwil, selected flow: packaging. Visual inspection: the parts were received in an opened condition within the corresponding original sterile tubes. All features related to the reported complaint condition were reviewed and no other issues were identified. Summary: further investigation has shown that this production lot root cause was identified during the performed evaluation. All further investigations and actions will be documented within and in the investigation flow, listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.